Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to concerns about right ventricular (rv) lead capture prior to the onset of ventricular tachycardia (vt). Egm review showed undersensing of premature ventricular contractions (pvcs). Technical services (ts) explained that it was likely that the ventricular pacing (vp) resulted in fusion or pacing into refractory, rather than a true loss of capture (loc) related to output. However, it was difficult to say whether the vp was proarrhythmic. Technical services (ts) discussed troubleshooting/programming options. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.